Event description:
On (B)(6) 2016, prior to an ablation procedure, ICD check was attempted in a catheterization laboratory. Reportedly, the interrogation process was not completed within the normal amount of time, and eventually the process was stopped with an error screen. The next attempt to interrogate the ICD was successful, however the ICD was found to have reset. Then the ablation procedure was started with the therapy functions of the ICD set to off. After the ablation procedure, the ICD was interrogated again to reprogram the settings back to the previous values. A warning was displayed, stating that the device was re-initialized one time since the beginning of life, and that the reset occurred on (B)(6) 2016. It was confirmed that the software version of the ICD had been upgraded to v2.4.2, and the programming session was ended. The next regular follow-up is scheduled for (B)(6) 2017. Physician reported that there might have been an effect by magnetic field from the location pad of carto (3d mapping device) or some other factors in the catheterization laboratory where the ICD check was performed.

Event description:
On (B)(6) 2016, prior to an ablation procedure, ICD check was attempted in a catheterization laboratory. Reportedly, the interrogation process was not completed within the normal amount of time, and eventually the process was stopped with an error screen. The next attempt to interrogate the ICD was successful, however the ICD was found to have reset. Then the ablation procedure was started with the therapy functions of the ICD set to off. After the ablation procedure, the ICD was interrogated again to reprogram the settings back to the previous values. A warning was displayed, stating that the device was re-initialized one time since the beginning of life, and that the reset occurred on (B)(6) 2016. It was confirmed that the software version of the ICD had been upgraded to v2.4.2, and the programming session was ended. The next regular follow-up is scheduled for (B)(6) 2017. Physician reported that there might have been an effect by magnetic field from the location pad of carto (3d mapping device) or some other factors in the catheterization laboratory where the ICD check was performed.

Manufacturer narrative:
The reported behavior is confirmed. Preliminary analysis results showed that the device reset was related to the detection of corrupted data in device memory. Only one bit was corrupted, most certainly due to a telemetry error. Normal device operation after the reset was confirmed.

Event description:
On (B)(6) 2016, prior to an ablation procedure, ICD check was attempted in a catheterization laboratory. Reportedly, the interrogation process was not completed within the normal amount of time, and eventually the process was stopped with an error screen. The next attempt to interrogate the ICD was successful, however the ICD was found to have reset. Then the ablation procedure was started with the therapy functions of the ICD set to off. After the ablation procedure, the ICD was interrogated again to reprogram the settings back to the previous values. A warning was displayed, stating that the device was re-initialized one time since the beginning of life, and that the reset occurred on (B)(6) 2016. It was confirmed that the software version of the ICD had been upgraded to v2.4.2, and the programming session was ended. The next regular follow-up is scheduled for (B)(6) 2017. Physician reported that there might have been an effect by magnetic field from the location pad of carto (3d mapping device) or some other factors in the catheterization laboratory where the ICD check was performed.